Event description:
Elevated blood glucose levels [blood glucose increased] case description: a consumer reported that patient who was introduced to an innovo insulin doser with novolog penfill insulin (insulin aspart) in march 2002 due to diabetes, experienced elevated blood glucose levels in 2002. The consumer reportedly believes the innovo doser was not delivering insulin on the day of the event as when patient performed air shots with the doser, no insulin came out of the needle. Normal patient takes 4-8 units of novolog insulin before each meal. On the day of the event patient noticed that patient's blood glucose levels were becoming progressively higher throughout the day. At 5 p.m. Patient's blood glucose level was 208 mg/dl and patient administered 8 units of novolog insulin. The doser indicated that 8 units had been administered, however, no insulin came out of the needle with the air shot. At 11:45 pm patient's blood glucose lever was 406 mg/dl and at 12:30 am on the day after the event it was 507 mg/dl. At that point patient called the physician, who advised patient to go to the emergency room. In the emergency room patient's blood glucose level was measured to be 427 mg/dl. Patient was given 10 units of regular insulin (brand unknown) intravenously. At 5:30 am patient's blood glucose level was 250 mg/dl and patient was sent home. At home patient switched to conventional insulin syringes to administer novolog insulin from a 10 ml vial and patient's blood glucose levels normalised. The patient has been using the products in question sine march 2002 and patient's blood glucose levels were well controlled before this event. Patient had no changes in diet, medications, activity level or health status at the time of the event. The spouse reportedly believes the patient may have opened the slide on the doser the day before the event to check the insulin cartridge.